Event description:
Two orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion. The devices of the same lot could not be delivered through the lesion. This 2 of 2.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians' event description, the root cause für the complaint event is most likely related to the patient's anatomy (i.e., target lesion too tight).

Manufacturer narrative:
Combination product: yes.

Event description:
Two orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion. The devices of the same lot could not be delivered through the lesion. This 2 of 2.